Event description:
Audible alarm failure: the pump was infusing heparin(rate unk) on line a and IV hydration(specific fluid and rate unk) on line b. The nurse was in the pt's room getting ready to change the heparin drip(scheduled bag change) when she noted that the "empty" alert message was displayed on the screen and the red alert light was flashing, but no audible alarm sounded. The pump was immediately taken out of service. No other info is available.